Event description:
During biomed testing the device's front anel membrane did not respond when keys were pressed. Complainant indicated that there was no patient involvement in the reported malfunction.